Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 59141ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. In this case, use error caused the issue as the customer did not follow the IFU instructions for sample handling. Based on the investigation, alinity I free t4 reagent lot 59141ud00 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result generated on the alinity I processing module for one patient sample. The following data was provided (customer¿s reference range: 0.6-1.8 ng/dl): sid (B)(6): initial ft4 result = 2.57 ng/dl; repeat results ran on (B)(6) = 0.9 and 0.9 ng/dl. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result generated on the alinity I processing module for one patient sample. The following data was provided (customer¿s reference range: 0.6-1.8 ng/dl): sid (B)(6): initial ft4 result = 2.57 ng/dl; repeat results ran on ai02056 = 0.9 and 0.9 ng/dl . There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6)(complete sample ID). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.